Event description:
It was reported that the patient was unable to adjust stimulation. It was discovered that the neurostimulator was powered off. The patient's ins was at program 1 at 4.2 volts, but the ins was off. Stimulation was decreased to 1.0 volts and then the ins was turned on. The patient could then feel stimulation, which was increased to 1.1 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-33, lot # v851923, implanted: (B)(6) 2012, explanted: na.